Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient presented with a corail stem and pinnacle cup that the liner had disassociated from the cup. Upon surgery it was discovered that the stem was loose and pulled out by hand. Surgeon replaced liner and converted to an actis stem. All parts were solid after replacing. Doi: (B)(6) 2015; dor: (B)(6) 2020; left hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary.